Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion breaching one of the cable lumens at multiple locations in the s-curve region. The etfe cable coating was found to be abraded at three locations, leading to the separation of the cables. A fatigue fracture was noted at 2.3 cm from distal tip. These breaks in the cables would have caused the reported loss of capture.

Event description:
It was reported that the patient presented for follow up, the left ventricular lead exhibited loss of capture. The lead was explanted and replaced.